Event description:
Customer reported a leak occurred at the tubing and burette chamber on this set. Leak occurred during patients chemo treatment. No patient injury has been reported. Set was replaced and chemo treatment continued. No additional information is available on this report.

Manufacturer narrative:
Device is not available for evaluation due to chemo contamination. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.